Event description:
On an unreported date, the patient experienced a breach in aseptic technique and acquired peritonitis and was hospitalized on the same day. Treatment was not reported. Six days later, the patient was discharged from the hospital and at the time of this report was reported to be recovering from the peritonitis. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.